Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-34 (lot: 0011497387); product type: 0195-heart valves; implant date n/a; explant date n/a. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Three static images were submitted to medtronic for review. Two of the three images are fluoroscopic inspections of the medtronic bioprosthetic valve both of which are misloads. It states the first is a misload of crown overlap past fourth node and that is correct in the first image. The second image shows another valve load with a paddle out of the pocket. The third image is a partially deployed medtronic transcatheter valve with an infold present. The patient executive summary was not provided for anatomical review. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Per the physician, the left carotid access contributed to the infold. It was unknown if there were any patient anatomy issues that may have prevented the valve from fully expanding. In this event, a post-implant balloon aortic valvuloplasty (bav) was not reported. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a misload was identified via fluor oscopy. It was reported that a paddle was out of the pocket. The valve was loaded by a nurse in training. The valve was not used. A new valve was loaded and an outflow infold was reported via fluoroscopy. This valve was loaded by an experienced loader. The valve was not used. A third valve was loaded successfully. The valve was deployed too ventricular and was recaptured. Upon the second partial deployment, it was noted that the valve was under-expanded and an infold was seen. The valve was recaptured and removed from the patient. A non-medtronic valve was used. Per the physician, the left carotid access contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the suspect complaint product was received loaded inside the delivery catheter system (dcs) at medtronic¿s quality laboratory. Visual analysis showed the valve appeared discolored with evidence of blood contact. All leaflets appeared dehydrated. Leaflets were stiff and exhibited signs of severe creases. As received, all leaflets were in a partially closed position with a large gap between all free margins. All commissures appeared intact. The valve was received in a partially crimped state with the inflow exhibiting an elliptical appearance. An approximate 14 mm fragment of thrombotic host material was returned with the valve. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition, possibly from being loaded inside the dcs for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Corrected: h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.